Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that on (B)(6) 2013, the mitraclip procedure was performed to treat grade 3 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr to grade 1. On (B)(6) 2016 the patient expired of unknown cause. The device relationship to this event was unable to be assessed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director, who concluded that death of unknown cause is reported more than 2 years after a successful procedure. Death is not device related and is most likely related to comorbidities. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.